Manufacturer narrative:
Additional information: d4 serial number has been modified as the provided serial number was deemed invalid. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The serial number of the neo meter indicated in the complaint was determined to be invalid due to invalid character and investigation was performed on lagy119-s05374. Dhrs for the neo meter and precision strips were reviewed and the dhrs showed the neo meter and precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 214 mg/dl, 68 mg/dl, 86 mg/dl, 113 mg/dl and 86 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(4) and strips (B)(4) have been returned and investigated. Visual inspection has been performed and no issues were observed. Spiked venous blood testing has been performed and all results were satisfactory. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 214 mg/dl, 68 mg/dl, 86 mg/dl, 113 mg/dl and 86 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 214 mg/dl, 68 mg/dl, 86 mg/dl, 113 mg/dl and 86 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.